Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. However, a root cause could not be identified. They ¿were unable to disassemble the product, to determine if the phenomenon was caused by a cable or a charge-coupled device (ccd).¿ it was recommended the camera is passed to the workshop for replacement of the camera cable and ccd, adjustments to be completed, full inspection and electrical safety test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in event, there was no image present when the camera was plugged in due to a faulty charged coupled device unit (ccd). The unit was otherwise in good condition and passed the water leak test. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while inspecting her olympus hd camera head prior to a procedure, it was not connecting properly. The customer confirmed that this device did not make patient contact. During the device evaluation it was discovered that the unit was not producing an image at all. This report is being submitted to capture the lack of image found during the device evaluation.